Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the silicone boot on the hot jaw was dislodged from the tip of the hot jaw. It was observed that the heater wire was bent and the jaws showed evidence of heat activity. A pre­ cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test as it self-activated. The handle on the device was open to verify connections; it was found that there was dried blood on the switch actuator. Based upon the evaluation results, the reported complaint was confirmed, likely attributable to the dried blood on the switch. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro remained activated and continued to smoke and burn although the toggle switch was not actuated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.